Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual examination identified that the balloon was not folded, indicating that the device had been subjected to positive pressure. No issues were observed with balloon inflation or the balloon material. Visual inspection noted no damage to the tip or blades. All blades were present and remained fully bonded to the balloon surface. Visual and tactile examination found multiple kinks along the shaft of the device. In addition, a shaft separation was noted approximately 115 mm proximal to the proximal balloon bond. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the pcb device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unintended use error caused or contributed to event.

Event description:
Reportable based on the device analysis completed on 30mar2026. It was reported that shaft damage occurred. The target was located in the moderately tortuous shunt vessels. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the device became kinked, the damaged shaft segment was withdrawn through the opposite sheath, after which the shaft was cut. The hub-side portion of the shaft was subsequently removed through the initially inserted sheath and was completely retrieved. The procedure was completed. There were no patient complications as a result of this event. However, returned device analysis revealed a shaft separation.